Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: during investigation, the display lens was scratched at the center. The pump powered up with auditory and vibratory alarms to a blank display. A leak test was performed to find a leak in the display lens. The pump cover was removed to find moisture corrosion on the power printed circuit board. A test display was installed and the blank screen persisted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was noted that the screen was damaged and scratched and could not be read safely. It was also noted that there was moisture behind the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.